Event description:
It was reported that the patient presented to clinic following device software reset. The patient reports being near a personal generator close to the time of reset. Programming changes were made and the device was corrected with no further issues. The patient will be observed for eri indication.